Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: (root cause could not be determined). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
Physician was attempting to deliver one endeavor sprint drug-eluting stent (2.50mm x 24mm) to treat a lesion in the diagonal branch which had a previously deployed stent implanted with restenosis but the stent fractured; the stent was pulled out manually. Physician attempted unsuccessfully to implant another stent endeavor sprint drug-eluting stent (2.50mm x 18mm). Lesion was treated with balloon. No clinical sequelae were reported.

Event description:
Evaluation summary: there were kinks located on the hypotube at 7cm, 26cm and 85cm distal to the strain relief. The distal section of the stent appeared damaged. The distal section of the stent has raised and overlapping struts evident. The stent is deformed but does not appear fractured.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿restenosis and moderate calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ restenosis and moderate calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).